Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that the prograsp forceps instrument had a broken wire. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a broken wire. The instrument was found to have a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed cable segment was approximately 0.04 in length. The other cables of the instrument's wrist did not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken hook tip and main tube scratch issues if to recur could cause or contribute to an adverse event.